Event description:
Expiratory hose filter occluded - machine alarmed. New circuit put on and case continued. Hose inspected by hospital engineer, without conclusions. Patient has been discharged from the hospital and hose will be made available to the manufacturer to allow for indepth testinginvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.